Event description:
It was reported that a er320 was used during a laparoscopic nephrectomy procedure. It was reported by the affiliate that the clips spitted (ejected). The clips did not fall into the pt. A new clip applier was used to complete the case. There was no consequence to the pt.